Event description:
The lay user/patient contacted lifescan alleging that her onetouch ultralink meter would not power off. She reported that the last result was frozen. In addition to the power issue, the patient reported that the subject meter was reverting to the setup mode, and the ok button on the subject meter was not responding. All reported issues were unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s)that do not pass inspection in a supplemental report.